Manufacturer narrative:
Device received with no button response due to corroded keypad traces noted. Unable to perform displacement test and self test due to keypads not responsive. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had button error message. Customer's blood glucose value was 80 mg/dl. Customer's wife stated that insulin pump was started beeping while he was asleep. Customer stated that while on the call they took the battery out now and put another new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.